Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed with intraoperative photographs and radiographs received. Visual examination identified that the liner and head were fractured. The products were covered in bio-debris. No further evaluation could be performed with the images provided. Review of the radiographs identified the following : the ceramic head of the right hip arthroplasty is fractured. No other complications were noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date: unknown day in (B)(6) 2004. Concomitant medical products: catalog# 00640502802, al fm hd 28 x -3.5mm (12/14), lot#: 60037429 unknown cup, lot#: 77004100. Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04699; 0001822565-2019-04704.

Event description:
It was reported that the patient underwent a revision procedure approximately 15 years post implantation due to pain as result of head and liner fracture after the patient jumped into a tractor. Attempts have been made and additional information on the reported event is unavailable at this time.